Event description:
The manufacturer received information alleging a patient expired while using a ventilator. According to the reporter of the event, the patient was found to be in distress by his family on (B)(6) 2016 at 01:43 am local time. The family began cardiopulmonary resuscitation and the patient was taken to the hospital where he later expired. The ventilator was returned to the manufacturer for evaluation. The device passed all testing and was found to operate and alarm as designed. The device's downloaded event logs were reviewed. The device event logs include every keypress, alarm, or failure of the device to remain within specifications. No errors were observed in the device event log that would indicate a malfunction or failure to deliver therapy occurred. The manufacturer concludes the ventilator operated and alarmed as designed. The device did not cause or contribute to the reported event.